Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Continued section e1 (phone #) (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.